Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2019-12844. It was reported that the patient presented in clinic with noise on the right ventricular lead. It was also noted that the right atrial had a fracture and noise. Further information was requested but not received.